Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This is one of two devices associated with the patient implant experience. Refer to manufacturing report number 1220648-2025-25924 for the impella cp device events with patient's demise. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported the patient in cardiogenic shock from an acute myocardial infarction was attempted to be escalated to an impella 5.5 from an impella cp but was unable due to poor vasculature per the cardiothoracic surgeon. Once patient was induced with anesthesia, the patient decompensated requiring inotropes and pressor. The physician performed cut down of right axillary artery and attached 10mm graft. The wire and diagnostic catheter were used to cross aortic valve. Multiple attempts with wires and catheters were used to cross. Once across the impella 5.5 back loaded over .018 guidewire. Was unable to get impella 5.5 pass the innominate artery with multiple attempts. A .035 stiff buddy guidewire was attempted without success. Due to extreme tortuosity, the physician aborted the right and went to the left axillary artery. Left atria artery, cut down and 10 mm graft was attached. The same issues occurred on the left side with wire and impella 5.5. The physician attempted using lunderquist wire but was unable to get past the tortuosity. The physician decided to leave in the impella cp device and noted the limb ischemia was "better." The patient would eventually expire five days later.

Manufacturer narrative:
The root cause of delivery issue is determined to be patient condition because pump was unable to get past tortuosity.